Event description:
Patient arrived to cardiac cath lab for scheduled coronary angiogram. Access to femoral artery was obtained with micropuncture. The wire did not advance freely and once removed it was noted that the wire came apart. A piece of the wire remained in the patient's groin, but different projections and views showed that the piece of the wire inside the body was extravascular. New femoral access was obtained with a different access system and different micropuncture wire.